Event description:
A medtronic representative reported that while in a deep brain stimulation (dbs) procedure, the patient scans were re-numbered. The rep showed the surgeon that the "series" label on the scans was always consistent and sequential. The surgeon was able to proceed with no impact on the case.

Manufacturer narrative:
A medtronic representative, following-up at the site, was able to replicate the issue. Numbering of exams did not appear to be sequential, or persistent, after a new exam is received. However, the series label on the patient exam was sequential and consistent. The series labeling was communicated to the surgeon and the surgeon was able to complete the case with no impact on the patient. The software investigation confirmed the reported event and this issue was documented in a medtronic software anomaly tracking database.